Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. However, a visual inspection was conducted on the customer provided pictures. The screws both show heavy signs of use. There is heavy marking on both screw heads. Both screw shafts have fractured. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00335. Concomitant medical products: item# 95-6107; lot# 823870. Item# 95-6107; lot# 823870. Item# 95-6107; lot# 823870. Item# 95-6107; lot# 823870. Item# 95-6107; lot# 823870. Full establishment name - (B)(6). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure approximately six (6) weeks ago, two (2) of the six (6) nails being used broke and was retained by the patient. One screw broke while being inserted and the second screw did not seat properly and broke when the surgeon tried to remove it. Patient has not experienced any post-surgery complications. Attempts have been made and no further information has been provided.